Event description:
Healthcare professional reported that they "attempted to begin filling the tissue expander with the fourte needle and their magnafinder. After marking the magnasite they inserted the fourte into the skin. At that point the fourte missed the magnasite and punctured the tissue expander".

Manufacturer narrative:
DHR results: a DHR review for the reported fourte fill expander system, batch # fl 0002 confirmed that the lot sample testing passed all in process and finished goods specifications and was accepted with no non-conformance for this lot. The cannula was traced to cmo internal lot # 18-08-28. The material receiving inspection records show that the components passed all specifications and was accepted with no non-conformance for this specific component lot. Additional/changed and/or corrected data: g.4, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Lot number is fl0002. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that they "attempted to begin filling the tissue expander with the fourte needle and their magnifinder. After marking the magnesite they inserted the fourte into the skin. At that point the fourte missed the magnesite and punctured the tissue expander".